Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-20364, 20365. It was reported the pt was trialed with 3 leads and coverage could only be provided to the arm and legs. It was further reported the physician sent the pt home to try the programs; however, the next day the pt returned for programming and x-rays revealed the leads had all migrated. The physician opted to end the trial early by removing the leads.